Manufacturer narrative:
Unfortunately, even upon request, the customer did not provide further information. We received the catheter and the removed stylet as faulty sample. It was visible, that approx. 0.5 cm of the distal tip was missing. Microscopic examination revealed that the catheter tube was elongated or stretched as the diameter was smaller near the fracture. When looking at the fracture surface, it could be observed that the catheter tube was oval and slightly flattened. Furthermore, the fracture surface was very rough and uneven. The scratch in the green coating near the distal end of the stylet indicates that the catheter was withdrawn through the bevel of the needle. This caused damage to both the stylet and catheter tube, which tore further during insertion and snapped. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. Two different batches were used for the assembly group of the catheter tube (involved code 6g35961012). The value of the tensile force of the catheter tube for batch 8202020 was min. 2.85 n and for batch 8237078 min. 3.38 n. Therefore, both batches were within their specification (min. 1.5 n). There are 17 further complaints for batch 180424gs and three further complaints regarding a snapped catheter during/directly after insertion on code 1261.203 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
Catheter fractured following insertion, last 0.5cm remained in patient. No harm to patient. The end user has not provided the date of the event.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Catheter fractured following insertion, last 0.5cm remained in patient. The end user has not provided the date of the event.